Event description:
During implant of this valve, an aneurysm was repaired with a dacron graft and an atrial septal defect was also repaired. The patient recovered well and was able to resume working. In early 2003, the patient developed paravalvular leak and the valve was explanted due to aortic regurgitation with paravalvular leak. Surgery was complicated by hemorrhage requiring multiple transfusions and prolonged operation. The patient experienced cardiac arrest and was resuscitated but remained unresponsive. One day later, cerebral blood flow and eeg showed absence of cortical activity and life support was discontinued.